Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) failed battery run time.. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) failed battery run time.. There was no patient involvement, and no adverse event reported. Original description: unit failed battery life test. Rrso-unit failed battery life test while performing pm on so (B)(4). No additional details provided. Si01099-a7/cs300. (B)(4).

Manufacturer narrative:
The getinge service territory manager (stm) that encountered the issue, replaced 12v batteries and completes full preventive maintenance (pm) with full calibration. Functional testing and safety test passed according to factory specifications. The iabp was returned to customer and cleared for clinical use. (B)(6).